Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. The lead was reprogrammed and turning off the lead was being considered. The lead remains in use. It was additionally noted that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion which may have been due to the high thresholds on the lv lead. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.